Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the device stopped working a day prior to this call. He was getting almost no stimulation. He tried to change to program 3 on the morning of this call and it was causing his butt to shake. It didn't improve, so he changed to program 3 which was making his legs shake, so he wanted to go back to program 3. Patient was able to change to program 3 during the call. At about two weeks or more later, the patient further reported that he changed the program but the ¿butt¿ stim continue depend on how he was seated. The steps taking to resolve the issue with the device not working and leg/butt shaking was noted as he changed the program , the setting was less than [illegible] but any helps and the butt shook too much/ felt like a lot. The current program was working well even at the current setting but the other three programs did not work well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.